Event description:
The customer stated that the evening before she called, she tested her glucose and received a high glucose reading. She stated that she medicated based on the high reading. The next day, the customer received low glucose readings of 64, 84, and 49 mg/dl. While on the phone, she stated that she was sweating profusely. Troubleshooting of the contour system showed it to be operating as designed. Before the call ended, the customer stated that she was going to see her doctor. Attempts were made to the contact the customer for more information, but were not successful. It's not known if the customer required any type of medical attention. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.